Event description:
It was reported that a device was used during a lap cholecystectomy. The device would not arm. A new device was used to complete the case. There were no consequences to the patient.